Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the patient experienced tamponade from perforation. Pericardial drainage was performed and the patients condition stabilized. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.